Event description:
The customer reported receiving an aa33 alarm from the insulin pump. During troubleshooting the customer reported the device's drive support cap being loose. There was no significant event reported leading up to the event with the drive support cap. The customer was advised to discontinue use of the insulin pump and to return it for analysis and a replacement. The customer's blood glucose value was 152 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded loose drive support disk. The insulin pump has cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.